Manufacturer narrative:
This correction report is being submitted to inform this event is no longer considered reportable. The evidence suggests that there are no allegations or concerns against this implantable lead and there is no evidence of malfunction. No additional adverse patient effects.

Event description:
It was reported that this lead is functioning normally and appropriately. No adverse events have been observed.

Event description:
It was reported that this lead was attempted implant due to pacing inhibition and oversensing. When the physician opted to place it on the left bundle branch area pacing, oversensing was observed, which led to pacing inhibition on the rv channel. Another lead was placed and no additional adverse patient effects were reported.